Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) was dispatched on 31 may 2016. The fse replaced the air pump, waste pump, wash syringe pump and 3-way wash valve. The daily check was run and passed. A precision run on troponin was run; all values were in range, and precision was good. The aia-600ii was working as intended. No further action required by fse. The probable cause of the event was related to the 3-way wash valve.

Event description:
On (B)(6) 2016 a customer reported an ongoing precision issue on ctni with their aia-600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni 2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.